Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited high pacing impedance and high capture threshold. The right ventricular lead was capped and replaced on 1(B)(6) 2023. The patient was in stable condition.